Event description:
It was reported by the international distributor that a (B)(6) female patient with history of hypercholesterolemia underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the right common femoral artery via a 6f sheath. A pre-procedure femoral angiogram showed the vessel to be 6-8 mm and no evidence of calcium or peripheral vascular disease (pvd). Following the procedure, the physician who is a trained user of the mynx, chose the mynx cadence to close the access site. It was reported that when the physician retracted the sheath to expose the advancer tube, the advancer tube did not engage. The device was removed and the physician converted the patient to manual compression (unknown duration). Hemostasis was successfully achieved. The patient was ambulated and discharged to home per the hospital protocol with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The returned device was visually inspected and it was observed that the shuttle was engaged to the handle and the procedural sheath was pulled back against the shuttle. The shuttle down procedure was simulated and the advancer tube failed to engage the tamp lock. Further investigation revealed an assembly issue. Based on the provided information and the investigation performed, the most likely cause for the device failure is improper assembly of the catheter shaft. The review of the lhr (lot f1125001) indicated that the mynx lot met all established performance criteria prior to shipment.